Event description:
Reporter alleged that comfort curve blood glucose test strips were labeled with an expiration date of 03/31/2010. The manufacturer's records show the actual expiration date to be 03/31/2008. No actions or treatment were reported in connection with the alleged malfunction. No adverse event reported. A request was made for the return of the suspect device, and a replacement was sent.

Event description:
It was reported that the customer was wearing the insulin pump in the pool. The mother stated that the device appeared to function properly at time of the call. No further information was provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.